Event description:
This was when I discovered that not only had my prolapse(s) reoccurred, but they were much worse than before the surgery I had done two years prior to repair them with mesh. It became an ongoing problem ending when my cervix was visible outside of vagina every time I tried to pee. Subsequently had a hysterectomy, added more mesh and 2 revision surgeries.